Event description:
It was reported that a physician trained in the use of the proglide device attempted to place sutures for post-procedure arteriotomy closure using the preclose technique in both the right and the left femoral arteries prior to an interventional procedure (aortic abdominal aneurysm/endograft). Reportedly, when the needle plunger was removed a suture retrieval issue occurred (either no sutures present or only one suture was present). The device was removed and another proglide device was placed with the same results. Hemostasis was achieved at the end of the interventional procedure using the pre-placed sutures. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The analysis of the returned device yielded the following observations: the device was partially deployed. The plunger with the anterior needle tip, link, cuffs and posterior needle tip were not returned for analysis. The complete suture had been pulled from the device with the knot formed and the loop still in the suture bearing. The knot had not been tightened. There was no evidence of tissue capture detected. These findings are consistent with and confirm the reported event. A proxy plunger was inserted into the device and the needle trajectory was acceptable. Partial capture of the tissue could cause the suture to come out of the anatomy during device removal. There was no manufacturing or quality inspection issue detected. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the knot came out with the device after it was deployed. Another proglide was used to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The follow-up# 1 medwatch report date provided in g4 was incorrectly entered as (B)(4) 2012, it should have been (B)(4) 2010. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.